Event description:
The patient noticed couple of weeks prior to calling animas the pump was unresponsive to keypad button presses. The patient said the buttons did not click or spring back as usual.

Manufacturer narrative:
The pump was returned to animas. The pump was unresponsive to up, down arrow and ok button presses. The ok button contact was found inverted.